Event description:
The pt experienced two episodes of morphine withdrawal over the last two weeks; symptoms included chills, diarrhea, and musty smells. The pt was admitted to the hospital both times. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).